Event description:
The probe did not measure the o2 pressure. No problem was detected at the insertion of the probe. The first reading was approx 15mmhg. About 30 mins post insertion the oxygen reading decreased to 0mmhg. The probe was removed, and the reason reading was also 0mmhg. Monitor and cables were checked. They were working perfectly. Finally, the surgeon changed and used another oxygen probe. The second oxygen probe worked without any incident.